Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a battery alarm after only 3 days of battery use. Customer stated that the insulin pump started to flicker and tried to restart. Customer experienced a power system error alarm before and tried to do the same solution again. Customer stated that the alert on high blood glucose was changed from 12.7 mmol/l to 10.0 mmol/l. Customer stated that the pump is very slow to react on button presses. Troubleshooting was performed and customer was advised that the insulin pump will be replaced as they do not feel safe. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was programmed the high blood glucose alert settings of 12.6 mmol/l and monitored for several days and no unexpected change on the high blood glucose alert settings noted. No unexpected display flickering or insulin pump restart during our testing. The insulin pump error 25 verified in the pump history however, according to the power management graph shows that the detailed trace analysis confirmed there were no unexpected pump error 25 alarms noted and was not triggered. The backup battery unloaded voltage was not less than 3.7v for consecutive 240 minutes and the loaded voltage was not less than 3.5v for 4 consecutive hours. The insulin pump was received with normal sleep current. No unexpected battery alarm noted. All of the buttons are functioning properly. No damage was found on the keypad assembly noted. No unlocked keypad connector during our visual inspection. The insulin pump passed the leak test. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.